Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are responding as expected to button presses. There was evidence of keypad adhesive found under all button key contacts.

Event description:
Keypad button presses do not activate intended pump response. The patient reported that the ok keypad button has been unresponsive, and then overly responsive when it does respond for the past month. He noted that the buttons still bounce and spring back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to water and cleaning products; and stated that he wears the pump in his pants pocket.